Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Unknown cement was used. It was reported that the radiograph showed tibial radiolucency around the component. On (B)(6) 2018, the patient underwent a left knee revision due to tibial loosening at the cement to implant interface, tibial tray subsidence, tibial tray malposition, swelling, pain, instability, stiffness, and weakness. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.